Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose measured 28mmol/l (505 mg/dl) and she was very ill. She visited the emergency room and was hospitalized for a day. The pod was worn for less than a day on her abdomen. Everything was ok by the time of her call.